Event description:
The contact reported that the surgeon implanted an aa4204vf plate silicone lens. The lens optic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The patient's condition/prognosis: good. The inject was the cause of the lens tear. The cartridge model that was used was a mtc60c fp. The contact did not report the cartridge lot number.